Event description:
It was reported that when during a lead implant procedure, the lead screw cannot come due to helix extend failure. The butterfly clip tool was clamped and the head screw could not be unscrewed due to lead helix extend failure. During this time the parameters were not ideal and no specific parameter issue was specified. A new position was tried the tip end screw could not be unscrewed. A new lead was implanted. Patient was stable.

Manufacturer narrative:
The reported field event of helix extend failure was confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.